Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as how to clear the alert for the measurement. This device remains in service. No adverse patient effects were reported.